Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that multiple infusion set applicators from a single box of inset 23-inch sets failed to engage or release as intended, consistent with an inability to attach the connector and failed deployment of the applicator mechanism. Symptoms included no adverse clinical effects to the user. Outcomes included shipment of replacement infusion supplies and no alerts or alarms. Investigation included review of the complaint details and lot information. Investigation of this case revealed a device component performance issue involving the applicator/connector that prevented proper attachment and release, while the user mitigated risk by switching tubing and applicators before use. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the applicator mechanism.